Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using fluency plus for iliac artery occlusion and stenosis. During stent deployment at the target lesion site, the stent failed to fully expand. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was not returned for evaluation and photos were not provided with leads to inconclusive results for partial deployment. There was no indication of manufacturing deficiencies. In this case, it was reported that a 0.035" guidewire was used for access, the vessel was neither tortuous nor calcified, the lesion was pre dilated, no damage was noticed on the delivery system prior to use and the device was properly flushed before use. A manufacturing root cause was considered. Based on available information and as the neither the sample nor photos were provided for evaluation, the investigation is closed with inconclusive results for misfire. A definite root cause for the reported event could not be determined. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the instruction for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The instruction for use also states "visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device". Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using fluency plus for iliac artery occlusion and stenosis. During stent deployment at the target lesion site, the stent failed to fully expand. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was not returned for evaluation, and photos were not provided with leads to inconclusive results for partial deployment. Tin this case, it was reported that a 0.035" guidewire was used for access, the vessel was neither tortuous nor calcified, the lesion was pre-dilated, no damage was noticed on the delivery system prior to use, and the device was properly flushed before use. Based on available information and as the neither the sample nor photos were provided for evaluation, the investigation is closed with inconclusive results for misfire. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (instruction for use) sufficiently address the potential risks. The instruction for use states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding materials, an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire is required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035 guidewire. It is stated in the instruction for use that pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. The instruction for use also states, visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.